Event description:
A nurse reported that a knife was noted to be dull during a procedure. The case was completed with another knife. There was no impact to the pt.

Manufacturer narrative:
One opened sample was returned. The sample was examined using 10x magnification and found to have a slightly damaged tip (bent tip) and dull cutting edge. The device history records for the component lot was reviewed. No abnormalities that could have contributed to the complaint were found during the review. The associated lot was released based on the MFR's acceptance criteria. The exact root cause for the damaged knife is unk; how or when the tip became bent/damaged cannot be determined. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips exhibited on the returned opened sample, are removed from the lot and scrapped. (B)(4).